Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to intracerebral bleeding. The device reportedly operated as expected. No additional information was provided.

Manufacturer narrative:
The device was not explanted and was not available for evaluation. A direct correlation between heartmate ii lvas and the reported event could not conclusively be determined through this evaluation. The heartmate ii instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.